Event description:
Received regarding a cartridge alarm 5 during the load process. Customer's blood glucose level was not impacted. Contact was able to load a new cartridge on the pump.

Manufacturer narrative:
No product returning for eval. Should new info become available, a follow up supplemental report will be submitted.